Event description:
5/30/97 pt underwent left heart catheterization, selective coronary angiography, left ventricular angiography, aortic root angiography, selective saphenous vein graft angiography, selective left internal mammary artery angiography - recommend percuteneous transluminal coronary angioplasty with stent placement to the saphenous vein graft & to the obtuse marginal branch of the circumflex. 6/2/97 - pt was having percutenous transluminal coronary angioplasty with stent placement. Pre-saphenous vein graft distal 90% - post procedure 10%. Johnson & johnson palmaz-schatz stent 4mm to 8 atm; burst & dissected saphenous vein graft with extravasation. Pt to operating room for coronary artery bypass.